Event description:
The event is reported as: complaint alleges: respiratory therapist discovered ventilator circuit with white powdery appearance was found both in inspiratory and expiratory near the wye. Therapist disconnected circuit and noticed white powder had blown into patients hair. Equipment was completely replaced. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.